Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced recurrent gastrointestinal (gi) bleeding with melena and various hospitalizations beginning (B)(6) 2016. The source of the bleeding was unknown. In (B)(6) 2016, the patient was hospitalized due to intestinal mucosa bleeding at the colon ascendens. On (B)(6) 2016, diffuse mucosal bleeding occurred at the proximal colon ascendens. On (B)(6) 2017, the patient was re-admitted to the hospital. Argon plasma coagulation therapy of two angiodysplasias on (B)(6) 2017 could not stop the bleeding. A colonoscopy was performed on (B)(6) 2017 and treatment was provided with metal clips. The patient was discharged on (B)(6) 2017. The patient was hospitalized again from (B)(6) 2017. Due to stable hemoglobin parameters, no endoscopic examination was performed; however, the patient was transfused with an unspecified amount of red blood cells and received a ferrinject injection. The patient¿s anticoagulation at the time of the event included phenprocoumon. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.